Event description:
It was reported that no alert/notification occurred. Date of event is an approximation. On (B)(6) 2024, the patient was with her sister, and she fell on the ground due to balance issues. The patient was experiencing hypoglycemia, and the app was not alerting her, the continuous glucose monitor (cgm) was accurate. She broke 4 to 5 ribs because of the fall. Her sister brought her to the emergency room (ER) and they performed an x-ray, magnetic resonance imaging (MRI) and/or CT scan and the patient was treated with medication for the pain. The patient was hospitalized for 3 to 4 days. At the time of the report the patient was feeling better. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.